Event description:
Customer reportedly obtained results of 374mg/dl and 127mg/dl on the same device within 10 minutes. Customer also reportedly obtained results of 242mg/dl and 118mg/dl on the same device within 10 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.